Manufacturer narrative:
The unit passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The unit did not have excessive no delivery alarms. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. (B)(4).

Event description:
The customer's mother called in to report a no delivery alarm. The caller rotated the site 3 times and the alarms kept occurring. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 524 mg/dl. The customer treated with manual injections since the device would not work. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.